Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the sample was returned to the manufacturer. The plunger was observed advanced past the second detent mark and locked. The cartridge was correctly engaged into the device. No assembly defect was observed. No viscoelastic was detected in the device. The lens was observed stuck at the cartridge tip/tube. The cartridge tip and tube were observed cracked. The customer's reported complaint was verified. Based on the product evaluation, a cause of failure related to the device manufacturing process was not determined. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was noticed cracked when the physician was about to insert the pcb00 intraocular lens (iol) into the patient's left eye. Reportedly, there was patient contact. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury was reported. No additional information was provided.

Manufacturer narrative:
Upon review of the initial MDR (2648035-2018-00664), it was noticed that the date (4/6/2018) populated in section (date received by manufacturer) was incorrect. The correct date is 4/10/2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.